Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed and reproduced the reported symptom door jammed alarms, since the device alarmed door not fully latched, determined to be caused by a failed upper link switch. The upper auxiliary assembly, which contains the failed link switch, was replaced.

Event description:
It was reported that a spectrum infusion pump alarmed door jammed. It was also reported that there was no patient involvement.